Manufacturer narrative:
Review of the manufacturing records revealed no anomalies during the manufacture of this batch. All units were processed using the correct validated parameters. All units were 100% visual at leak tested to rated pressure and met all batch release criteria. All operators involved in the processing of the units were trained on their respective work instructions. A follow up report to be completed following the investigation of the returned unit.

Event description:
The balloon had a leakage during inflation at a pressure of 12 bar.

Manufacturer narrative:
Review of the manufacturing records revealed no anomalies during the manufacture of this batch. All units were processed using the correct validated parameters. All units were 100% leak tested to rated pressure and met all batch release criteria. All operators involved in the processing of the units were trained on their respective work instructions. A kink was observed in the proximal bond location of the returned unit. When tested the, the unit was found to leak at this kinked location. Current controls for detecting this type of defect were assessed. All units are 100% visually inspected for any proximal bond defects or deformities. The units are also 100% tactile tested for kinks prior to packing into the protective carrier tube. There were no rejects recorded in the batch. The process controls in place for detecting this type of defect are deemed effective. This is an isolated incident for this type of anomaly, the root cause of which is inconclusive.

Event description:
The balloon had a leakage during inflation at a pressure of 12 bar.